Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 10/16/2012 and 10/28/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump and breast mass.

Event description:
Healthcare professional reported right side "lump or thickening in or near the breast or underarm area (lump/nodule) other than from injury or from overexertion and pain". Device has been explanted and replaced.